Manufacturer narrative:
An evaluation is in process. A follow up will be submitted when the evaluation is complete. Patient information: no further information was provided. This report is being filed on an international product, architect hbsag qualitative ii, list 2g22, that has a similar product distributed in the us, hbsag, list number 4p53. Refer to related manufacturer report number 3008344661-2021-00196 for the architect hbsag qualitative ii confirmatory assay.

Event description:
The customer observed (B)(6) architect hbsag qualitative ii and hbsag qualitative ii confirmatory results on 15 out of 529 patient samples. On (B)(6) 2021, patient sample (sid (B)(6)) generated repeat (B)(6), which confirmed (B)(6) by the confirmatory assay. On (B)(6) 2021 a new sample from the same patient (sid (B)(6)) was tested and was (B)(6). The (B)(6) result was confirmed at a second laboratory (method unknown). No impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer's issue included a review of the complaint text, complaint activity, trending reports, device history records, labeling and field data. Return testing was not completed as returns were not available. Trending reports for the architect hbsag qualitative ii assay were reviewed and did not identify any trends related to the complaint issue. A review of device history records for the complaint lot did not identify any non-conformances or deviations associated with the customer¿s issue. Labeling was reviewed and sufficiently addresses the complaint issue. Using worldwide field data the performance of the architect hbsag qualitative ii assay was evaluated. The patient median result for the complaint lot is comparable with all other lots in the field and within established baseline, indicating acceptable performance for the complaint lot. Based on this investigation, no systemic issue or deficiency was identified for the architect hbsag qualitative ii reagent lot.section b5 was updated to remove statement "on 15 out of 529 patient samples". This statement was included in error and does not apply to this incident.

Event description:
The customer observed false reactive architect hbsag qualitative ii and hbsag qualitative ii confirmatory results. On (B)(6) 2021, patient sample (sid (B)(6)) generated repeat reactive, which confirmed positive by the confirmatory assay. On october 15, 2021 a new sample from the same patient (sid (B)(6)) was tested and was nonreactive. The negative result was confirmed at a second laboratory (method unknown).